Event description:
Consumer reported complaint for high blood glucose test results. Customer stated that she was getting high blood readings am fasting. Customer no longer has the true metrix meter or test strips. The customer¿s expected am fasting blood glucose test result range is 140-150 mg/dl. The customer feels well and did not report any symptoms. Customer stated that 6 or 8 weeks ago she had tested before 7 am and the result had been 370 or 378 mg/dl fasting. Customer stated she had frequent urination at the time. Customer stated she went to the ER and they had tested her blood glucose using their meter (unknown what time after she tested with the true metrix) and result had been 220 or 226 mg/dl am fasting. The diagnosis was high blood glucose, customer had been treated with medication (unknown) and her blood glucose had gone down (undisclosed the number). Customer was discharged the same day. They didn't change her medical treatment plan, they advised her to follow up with her hcp. They advised her to change the meter and after she was discharged from ER, she stopped using the meter and bought a new true metrix (B)(4). During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strips had been opened no more than 4 months ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). B2: adverse event report is being submitted based on the customer seeking medical attention due to the high blood glucose results obtained and symptoms. Meter and test strips were not returned for evaluation. Strips lot number is not available-unable to perform retention testing. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 04-aug-2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product sent on case (B)(4). .